Manufacturer narrative:
Upon review of the provided logs, it was determined that this was a known but rarely occurring console issue, as such, no further investigation is warranted in regards to the utilized pump. There is currently no allegation of a malfunction or serious injury associated with the implanted pump. A regulatory report is no longer necessary please see manufacturer device report 1220648-2023-04594 for the investigation against the automated impella controller (aic) pertaining to this event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that a connected pump was not recognized by the automated impella controller. A second pump was subsequently utilized for patient support. There was no patient harm. No patient demographics are available.